Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient underwent an unknown breast surgery with mentor smooth round moderate profile 325cc saline prosthesis and subsequently developed unexplained systemic symptoms, including persistent breast pain and discomfort, as well as multiple other unexplained health issues. She reports that blood work and screening for autoimmune disease, cancer, and other conditions have all returned normal; nevertheless, she continues to feel unwell. As of this report, mentor has not received any information regarding explantation or an expected explantation date. This report pertains to the right side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 9, 2026, mentor became aware that the follow up report's awareness date is january 29, 2026 which makes the due date to be february 28, 2026. Therefore follow up report is not late. Manufacturer¿s reference number: (B)(4).